Manufacturer narrative:
For one of the pending events, the investigation did not identify a product problem. The cause of the event could not be determined. Follow up actions: service found abnormal soiling in the rinse bath of a reagent probe and under the metal plat covering the cuvettes. The customer replaced the reagent probe. No further information was provided by the customer. For one of the pending events, the service actions resolved the issue. Follow up actions: service found an issue with the rinse nozzle water level and increased the water level. Multiple instrument parts were checked or replaced. The water tank was cleaned and calibration, qc and precision test results were within specification.

Manufacturer narrative:
For 2 of the events, the investigation is ongoing. For 1 of the events, the investigation determined the issue was resolved by the maintenance actions. The follow up actions taken were the reagent probe was replaced. For 2 of the events, the investigation determined the issue was resolved by the service actions. The follow up actions were the field service representative found a blockage of the vacuum tubing. He replaced the tubing and vacuum diaphragms. For 1 of the events, the investigation determined the issue was resolved by the service actions. The follow up actions were the field service engineer discovered the bearing on the reagent 2 syringe mechanism had failed. He replaced the reagent 2 syringe mechanism. The customer successfully performed calibration and qc after service. For 1 of the events, the investigation did not identify a product problem. The cause of the event could not be determined. The follow up actions were the service did not identify any instrument issues. Precision data was within range. Calibration and qc were acceptable. For 1 of the events, the investigation determined the issue was resolved by the service actions. The follow up actions were the tube was damaged and was replaced. For 1 of the events, the investigation determined the issue was resolved by the service actions. The follow up actions were the customer performed a hardware check and an extra wash cycle check. The field service engineer discovered the blank cell cuvette was contaminated and not being properly filled, the tubing from the extraction hose was contaminated, the gear pump head pressure was incorrect, and an ultrasonic mixer was contaminated. He performed a decontamination and the blank cell cuvette was properly being filled. He adjusted the gear pump head pressure and cleaned the ultrasonic mixer. The issue still persisted. The customer performed a hardware performance check with failing results. The field service engineer discovered a vacuum issue within the washing station, which did not allow proper drying. He also found a defective sample pipettor, contamination of the low pressure tubing, a cracked diaphragm, contaminated sample probe, and a unilateral abrasion of the nozzle tips. He cleaned the low pressure tubing and sample probe, exchanged the diaphragm, nozzle, and sample pipettor. He made adjustments to the sample pipettor and sample probe. He performed qc and with acceptable results. The customer has not reported any additional complaints. For 1 of the events, the investigation determined the issue was caused by a misadjustment of the washing water. The follow up actions were the field service engineer determined the wash water amount was too low, so he adjusted it. Probes were cleaned the gear pump pressure was within limits. For 1 of the events, the investigation determined the replacement of the sample probe resolved the issue. The follow up actions were the customer replaced the sample probe. No further issues were reported by the customer. For 1 of the events, the investigation determined the service actions resolved the issue. The follow up actions were the field service representative found the cellclean I was not dispensing correctly. He repositioned the cellclean I tubing on the rinse assay. For 1 of the events, the investigation did not identify a product problem. The cause of the event could not be determined. The follow up actions were the field service representative performed checks on probes, probe wash and rinse, gear pump pressure, and rinse mechanism functions. He performed mechanism checks without errors or defects. For 1 of the events, the investigation determined the service actions resolved the issue. The follow up actions were the field service representative found an optical failure. He replaced the heat cut filter, photometer lamp, and the sample probe. He also performed a decontamination. For 1 of the events, the investigation determined the service actions resolved the issue. The follow up actions were the field service engineer adjusted the sample probe. For 1 of the events, the investigation determined the service actions resolved the issue. The follow up actions were the field service engineer found the rinse tubes of cleaner 1 and 2 were broken. He replaced rinse tubing. For 1 of the events, the investigation determined that maintenance performed by the customer resolved the issue. The follow up actions were the field service representative found that the customer's third party water system had been serviced. The customer recalibrated and ran controls, all results were within acceptable ranges. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused. Serial numbers cont'd: (B)(4).

Event description:
Questionable low results were generated by cobas 6000 c501 modules. The events involved a total of: 13- ca2 calcium gen.2. 1- ldl. 2- alb2 albumin gen.2. 4- total protein gen.2. 1- online tdm vancomycin gen. 3. 5- uric acid (ua2). 3- igg-2 tina-quant igg gen.2. 2- crej2 creatinine jaffé gen.2. 1- creatinine plus ver.2. 1- hdl-c gen.4. 1- creatine kinase (ck). 2- chol2 cholesterol gen.2. The known patient ages ranged from 22 to 80 years. The other patients' ages were requested, but were not provided. The known patient's weight was (B)(6) lbs. The other patients' weights were requested, but were not provided. The known patient genders were 6-male and 4-female. The other patients' genders were requested, but were not provided. The patients' races were requested, but were not provided. The patients' ethnicities were requested, but were not provided.